Event description:
It was reported that approximately 10 days following the implant of this transcatheter bioprosthetic valve, thrombocytopenia was noted. Approximately 2 months later, the patient was hospitalized at a different hospital for detailed examination. A diagnosis of immune thrombocytopenic purpura was confirmed; however, when initiation of treatment was attempted, the patient developed septic shock due to streptococcus bovis. Heart failure and disseminated intravascular coagulation were also noted. The patient passed away nearly one month following the hospitalization. It is unknown whether the device or the procedure contributed to the cause of death. Per the physician, complications of infectious endocarditis could not be ruled out as contributing factors.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b2. Outcome attributed to adverse event d. Suspect medical device full unique identifier (UDI) # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 10 days following the implant of this transcatheter bioprosthetic valve, thrombocytopenia was noted. Approximately 2 months later, the patient was hospitalized at a different hospital for detailed examination. A diagnosis of immune thrombocytopenic purpura was confirmed; however, when initiation of treatment was attempted, the patient developed septic shock due to streptococcus bovis. Heart failure and disseminated intravascular coagulation were also noted. The patient passed away nearly one month following the hospitalization. It is unknown whether the device or the procedure contributed to the cause of death. Per the physician, complications of infectious endocarditis could not be ruled out as contributing factors.